Event description:
It was reported that the patient expired in 2007 after an implant duration of 4 days due to an unknown reason. Follow up with the health provider indicated that the patient's demise was not device related; however, they did not indicate the specific reason for the patient's demise.

Manufacturer narrative:
Device not returned.